Event description:
It was reported that the customer's blood glucose level displayed as "high," with no specific value provided. Cause was not known. The customer took corrective action by administering a correction injection via multiple daily injections and declined further assistance or a system check, as no additional help was required.